Event description:
This is a problem with oasys contact lenses manufactured by johnson and johnson. I have developed a recurring corneal ulcer in my left eye refractory to treatment. I have been wearing contact lenses for close to 20 years without ever having any problems. I am compulsive about following the guidelines as I am a radiologist and my vision is my livelihood. I have never slept wearing my lenses. In 2008, after an unusual insistence on the side of an optometrist, I switched to oasys. I developed a corneal ulcer in my left eye in four months later. The ulcer quickly healed using zymar antibiotic drops. I became more meticulous than ever changing my solution etc and wore glasses frequently. The corneal ulcer recurred in the following month. This time around, after three weeks only a little progress using vigamox and subsequently zymar drops and wearing glasses. Dose or amount: one lens each eye working hrs. Frequency: every two weeks. Dates of use: 2008. Diagnosis or reasons for use: myopia. Event ablated after use stopped or dose reducer: yes. Event reappeared after reintroduction: yes. First treatment for corneal ulcer, lt eye: 2008. Eye care associates dr, optometrist. Ulcer recurrence: 2008. Multiple visits with dr.